Manufacturer narrative:
Zimmer biomet complaint (B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-01135, 0001825034-2018-01137, 0001825034-2018-01138. Concomitant products: cat 195204 ¿ lot 396350 - vgxp intlk fmrl rt, cat 195787 ¿ lot 695900 ¿ vgxp xp e1 tib brg rl, cat 195857 ¿ lot 736000 - vgxp xp e1 tib brg rm. Product was not returned and no photos of the device were provided; therefore, no evaluations could be conducted. DHR was reviewed and no discrepancies relevant to the reported event were found. The reported devices are used for treatment. The following components were reviewed for compatibility with no issues noted: pn 195204 ln 396350; pn 195758 ln 322570; pn 195787 ln 695900; pn 195857 ln 736000. Review of the operative record indicates that the surgeon noted no complications. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Without the opportunity to examine the complaint product, root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
Clinical study(B)(6) the patient underwent right knee surgery on (B)(6) 2014 and during the 6 month follow up visit it was reported that the patient had problems walking, unable to perform usual activities, extreme pain, moderate trouble getting in or out of car, only could walk around house before severe pain, moderately painful to stand up, limping all the time, impossible to kneel, pain totally interfered with usual work, knee felt might give way most of time, moderately difficult to shop, moderately difficult to walk down stairs. Satisfaction rating at the 6-month visit was "very unsatisfied/I have never been happy."